Manufacturer narrative:
The contribution of the device to the reported event could not be determined, as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the fiberwire snapped when putting the anchor under tension. The broken piece was retrieved from the patient. There was no harm for the patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint not confirmed. Upon visual evaluation, it was noted that the distal end of the driver is twisted, usually caused by excessive force used. However, the broken pieces were not returned for investigation. This cause remains undetermined.